Event description:
The field engineer reported that during a preventative maintenance visit, the system was not producing x-ray. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The snubber assembly was replaced. The system was then found to be operating as intended.